Manufacturer narrative:
The customer claimed that quality control (qc) run prior to this event recovered within acceptable range. The customer refused to provide data for calibration, qc and patient results. The samples are collected in plasma lithium heparin tubes and analyzed fresh. Centrifugation information was not provided by the customer. A bec fse was dispatched to evaluate the instrument. The fse indicated that there was a cartridge chemistry (cc) sample probe level sense issue. The fse replaced the level sense bead assembly which resolved the issue.

Event description:
A customer contacted beckman coulter (bec) reporting that the unicel dxc 800 pro synchron chemistry analyzer generated erroneous triglyceride (tg), magnesium (mg), and total bilirubin (tbil) results for three (3) different patient samples. The erroneous results were not reported out of the laboratory. The samples were rerun on an alternate instrument and yielded results within normal range which were considered correct and were reported out of the laboratory. The customer refused to provide patient data printouts. Patient demographic information (age, date of birth, gender, and weight) was not provided. There were no reports of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.